Event description:
A customer reported missing the glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021 , the customer experienced unspecified hypoglycemic symptoms and felt 'miserable' and nervous when they woke up. The customer was unable to treat themselves and was provided fruit juice by the husband for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Low and high glucose thresholds in the reader¿s alarm settings were set. Sensor was activated with known good reader, and linearity tests were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and felt 'miserable' and nervous when they woke up. The customer was unable to treat themselves and was provided fruit juice by the husband for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.